Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the customer there was an insulin- d5w user error line transposition. The lines were placed in the wrong channels leading to programming errors. There was patient involvement, however no patient harm.

Manufacturer narrative:
Omit : other occupation, report source other, e2401 - insufficient information, f24 - insufficient information, c20 - no findings available, d15 - cause not established. Correction: initial reporter occupation, report source. Additional information: initial reporter phone #, imdrf annex a, b, c, d, g, e, f codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue could not be determined since devices were not returned for investigation. No suspect devices were returned for this investigation; therefore, an external inspection could not be performed. The customer provided an ¿all infusion detail report¿ between 27may2025 to 28may2025 all infusion detail reports do not contain keystroke programming and are not validated for log analysis purposes. Is not possible to confirm the drug ID without the pcu event logs to perform the keypress replication, the information showed was gathered from the records the facility provided. 27may2025 ¿ 11:29:43 pm, ID (B)(4), vtbi: 100 ml, rate 12.7 ml/h ¿ 11:28:53 pm, ID (B)(4), vtbi: 1000 ml, rate 200 ml/h 28may2025 ¿ 2:39:40 am, ID (B)(4), vtbi: 2.5 ml, rate 2.5 ml/h ¿ 2:45:27 am, ID (B)(4), vtbi: 100ml, rate 2.5 ml/h ¿ 3:46:38 am, ID (B)(4), vtbi: 1 ml, rate 2.5 ml/h ¿ 6:26:10 am, ID (B)(4), vtbi: 2.5 ml, rate 2.5 ml/h testing was not able to be performed as no devices were returned for investigation. The bd alaris user manual v12.1.2 (dir 10000292699) has information for the user regarding programming. The user should confirm correct programming prior to starting the infusion. ¿to prevent a potential free-flow condition, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door.¿ ¿observe the secondary drip chamber to verify that drops are falling, and that flow does not appear to be too fast or too slow. Do this periodically throughout the infusion. No drops should be falling in the primary drip chamber.¿ the alaris system user manual, door keypad artwork, and the quick reference guide remind the user to ¿close the roller clamp before opening the door¿ the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of an insulin- d5w user error line transposition could not be determined since devices were not returned for investigation. However, a review of the provided logs indicates no failures or errors during the programmed infusion reported by the facility. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the customer there was an insulin- d5w user error line transposition. The lines were placed in the wrong channels leading to programming errors. There was patient involvement, however no patient harm.